Event description:
Lead was electively extracted and tested out of specification during analysis. No patient complications were reported as result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. Outer insulation breached depression was observed. The proximal conductor was distorted. Blood/body fluid was observed on all conductors. The outer insulation as kinked/buckled, breached cut and had a white substance. The lead was stretched and the helix/lobe was distorted/bent. The inner insulation was kinked/buckled.